Manufacturer narrative:
Facility information is unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, "when the needle was dialed down into the breast the sheath would scrunch up." No known impact to patient.